Manufacturer narrative:
There is no indication the access thyroglobulin device was returned for evaluation. In conclusion, a definitive cause of the incident could not be determined with the available information.

Event description:
The customer reported positive thyroglobulin (access thyroglobulin) results involving the access thyroglobulin assay used in conjunction with the unicel dxi 800 access immunoassay system. Results were negative through an alternate methodology. The patient samples were also tested through mass spectrometry which also produced negative results and correlated with the patient's clinical picture. The original results were released from the laboratory. There was no patient injury or change in patient treatment associated with this event. The customer had validated the access thyroglobulin assay to perform at levels below those stated in the IFU (instructions for use). The customer also performed a correlation study. Within it, there were examples of recovery outside of the expected recovery per the IFU. Data analysis indicates that all measured system parameters had been within specifications. No system issues were reported. The instrument was in normal operation.